Event description:
Additional information stated the patient¿s recharger data was checked and it was determined the patient needed to charge more frequently and for longer. The patient was reprogrammed ¿in an attempt to reduce batter use¿ as it was noted the ¿patient had four programs with multiple electrodes used in each and high voltage and pulse width use.¿ the reprogramming ¿didn¿t have much success at changing the programs,¿ however the patient ¿agreed to charge for a longer period to protect the battery from overdischarge¿ at that time. The patient had notably ¿expected longer (time) between charges and needing to charge for less time.¿ it was stated that ¿with the settings used, the patient was getting exactly the battery life which would be expected.¿

Event description:
It was reported the patient who was being treated for lower back and leg pain ¿had to recharge frequently¿ and experienced ¿sub-optimal therapy due to the battery discharging and not recharging fully.¿ the patient further reported he could ¿never get the device charged 100%¿ despite ¿charging for up to six hours.¿ interrogation of the patient¿s implantable neurostimulator (ins) revealed they had not recharged fully during any of their last six recharge sessions, with recharging times ranging from eight minutes to two hours. The patient further reported that when his battery would run out the ins would turn off. It was noted that ¿this concurred with the lack of charge and the high settings he was on.¿ the manufacturer representative that the patient was working with stated the ¿patient was not recharging fully and so was discharging more frequently than patient expected.¿ analysis of ins interrogation records ¿indicated the patient was not recharging fully and the time to depletion was consistent with patient experience.¿ it was stated ¿the patient lost stimulation due to a low ins (0% charged) several times.¿ there was ¿no suggestion the battery had a problem¿ and ¿no sign of an overdischarge.¿ impedance values indicated ¿group a1 was low¿ with an impedance of 349 ohms, though it was suggested that this was most likely due to seven electrodes being used in the device¿s programming. Furthermore, the interrogation records indicated that all unipolar electrodes with reference electrode 0 had high impedances ¿>10000¿ ohms when tested at 0.7 volts. Though the patient reported the issue as having occurred in the ¿last month or so¿ at the time of report, it was noted the patient had previously reported to a clinic in (B)(6) 2014 and reported the ¿same issues¿ as at the time of report. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).